Event description:
The manufacturer was notified on 18-oct-2016 of the following from the persist registry: a perceval 23/m was implanted during an aortic valve replacement. Due to aortic insufficiency detected on the echo 10 days after the implant , the perceval 23/m was explanted and a crown size 23 was implanted.

Manufacturer narrative:
Additional info includes: (B)(6) 2017. Follow up report.

Manufacturer narrative:
On receipt of the device gross examination was performed. The general appearance of the biological valve component appears to be compatible with the typical morphology of the dehydrated pericardium. All the leaflets were resulting tensioned and, on the inflow skirt, the pericardium was appearing tensioned in correspondence of each ¿v¿ shape of the nitinol structure. A blood coagulation was noticed on the first leaflet. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. The go-no go( (p-np gauge) test confirmed the absence of dimensional irregularity. The x-ray analysis did not highlight structural breakage/anomalies. X-rays of the subject valve showed no calcification. The deployment simulation confirmed the proper fixation of the valve in the aortic annulus. The leakage test demonstrated the absence of perivalvular leak. Examination of the valve revealed a deformed valve due to some thrombus depositions on the outflow side of the valve. Thrombus depositions were visible on the outflow side of skirt, on the outflow side of post 3, on the inflow sides of posts 1 and 3 and on some sinusoidal posts. Reddish areas were visible in all outflow leaflets, in the outflow side of skirt, in the outflow side of post 3 and in the inflow sides of posts 1 and 2. All the leaflets were pliable. Thrombus depositions are visible on almost all outflow surfaces. Histological analyses were performed on samples taken from leaflets a and b. The incorrect preservation of the sample makes it critical the realization of good histological preparations, so pericardial folds and pericardial damages were visible. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were degenerated. Inflammatory cells and red blood cells were present inside the thrombus depositions that were visible on both surfaces of leaflets a and b some inflammatory cells nuclei were degenerated. In leaflets a and b, azan stain showed that the collagen bundles were disrupted, defibrated, homogenated and degenerated probably due incorrect valve preservation. In leaflets a and b, gram stain showed some focal gram + bacteria colonies. The valve was returned with a pericardial morphology reasonably compatible with a partial dehydration. The valve likely remained not correctly stored for an undetermined period and subsequently re-hydrated. Gross examination revealed a pliable bio-prosthesis with thrombotic depositions on all leaflets. Aortic insufficiency likely resulted from an inadequate leaflet coaptation. Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the thrombus. The presence of thrombus depositions , inflammatory cells and bacterial colonies indicated the onset of an infective endocarditis in the acute phase. Histological analysis revealed that the collagen bundles were disrupted, defibrated, homogenated and degenerated probably due to incorrect valve preservation after the explant.

Event description:
On follow up with the physician it was determined that re-operation was chosen due to the pvl observed. The patient had a bicuspid valve and the surgeon expresses the possibility that the patient anatomy may have contributed to a valve mal-positioning.

Event description:
A perceval valve was implanted on (B)(6) 2016 for aortic stenosis. At the echo post-op mild (1/4+) central leak was present with no pvl. On (B)(6) 2016 mpg 12 mmhg, ppg 22 mmhg, eoa 1.9 cm2 and trace (<1/4+) central and paravalvular leak. On (B)(6) 2016 control echo showed valve above the valvular plane protruding in the ascending aorta. On (B)(6) 2016, the valve was explanted due to paravalvular leak. A crown size 23 was implanted instead. The patient has been discharged as of (B)(6) 2016.